Event description:
It was reported that during a pulmonary wedge resection procedure on (B)(6) 2012 the surgeon found that the device could not fire at the first stroke of first firing. Then changed the second and third reloads but still had same problem. Finally changed to open surgery to complete the procedure. The whole procedure was delayed around half an hour and the patient accepted more anesthetic. The patient is now discharged.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Premature sled movement additional information: "what cartridge was in the device? Ecr60d. Why was the procedure converted to open? Due to the device failure. Was it a new reload for each firing? Yes. Has the user been inserviced? Yes. How is the patient currently? Fine. Is the patient expected to have a full recovery? Yes." The sc60 device was received for analysis with no visual non-conformances and with two cartridge reloads present. The cartridge reloads were received partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reloads were tested for functionality by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, eight staples were missing from the staple line of the cartridge (b), the missing staples do not created a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.